Event description:
Trial got stuck on stem. Surgery extended for more than 15 minutes.

Manufacturer narrative:
Examination of the returned stem finds nothing outward to suggest product error. The trial instrument that reportedly was stuck on the stem was not returned. The lot code of the trial was also not provided. A complaint database search finds no other reported incidents against the provided stem product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.